Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues and bowel dysfunction/sacral nerve stimulation. The patient reported a loss or change of therapy. The patient reported that on (B)(6) 2017 they felt something was not right and smelt a very foul smell. The patient had to go to the bathroom several times, having to change their depends four times, they were sore, and bleeding from their bowels. The patient checked their implantable neurostimulator (ins) on (B)(6) 2017 and the amplitude changed from 2.0 to 1.5 volts by itself. The patient stated that they changed their underwear twice since (B)(6) 2017 and every time they stand up they feel ¿wet and sticky¿. The patient noted that their symptoms are worse than before being implanted and that their recliner chair that they sit in is stained. The patient reported feeling stimulation and stated that their therapy was on program 1 at 2.0 volts. The patient would follow up with their healthcare professional and asked that they manufacture representative (rep) be notified. The symptoms were noted to be sudden. Additional information was received from a rep on (B)(6) 2017. The rep stated that they helped the patient change programs over the phone and would be meeting the patient in the office on (B)(6).